Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height and his drawer 2.2 not detected on bus. A field service engineer (fse) found retractile band not connected securely to 392 board. Further the fse secured connection to resolve the issue. Then the fse checked connections in electronics drawer and removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was not detected on bus. The customer stated that the drawer was locked and could not be accessed. Customer troubleshooted with reboot but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.